Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for two (2) patients on the access 2 immunoassay system (serial number (B)(4)). The customer stated the elevated troponin I (access accutni+3) results were not reported outside the laboratory. The customer reanalyzed the patients' samples on the original access 2 immunoassay system and their alternate access 2 immunoassay system and obtained negative results. There was no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) and system check were performing within specifications. The customer stated calibration using reagent lot 429736 and calibrator lot 429709 passed. The customer performed a ten (10) replicate precision run which failed to meet specifications. The patient samples were collected in serum tubes. Samples are centrifuged at 6000 rpm (revolutions per minute) for five (5) minutes. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
Patient 2 is an (B)(6) female born on (B)(6) 1929. The customer did not supply weight for either of the patients in this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument. The fse discovered that aspirate probe 1 was not functioning properly due to worn peri-pump tubing. The fse replaced all of the peri-pump tubing. A system check and ten (10) replicate precision test were performed both of which passed within specifications. A verification testing passed within published performance specifications. In conclusion, the cause of this event was due to worn peri-pump tubing.